Event description:
A report was received that the patient was explanted due to an infection at the midline incision. The physician prescribed the patient antibiotics. The physician doesn't believe the infection to be device or procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 (B)(4) description:enh st ld kit, 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests. The ipg exhibited normal device characteristics. The damage to the leads was consistent with damages during explant procedure and was not considered a failure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection at the midline incision. The physician prescribed the patient antibiotics. The physician doesn't believe the infection to be device related but believed that it was procedure related.

Event description:
A report was received that the patient was explanted due to an infection at the midline incision. The physician prescribed the patient antibiotics. The physician doesn't believe the infection to be device or procedure related.